Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is probable that the image is no longer displayed due to a malfunction of the ccd unit. Review of the product shipment record found no issue with the device. The failure of the ccd unit is due to the deterioration of the material of the ccd sensor due to ultraviolet rays. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found no image displayed due to faulty ccd (charge coupled device) unit. In addition, the video connector was found cracked. Based on evaluation findings, the reported issue was found to be attributed to faulty ccd unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was found broken, no picture. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury reported.